Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from the 300-500's (mg/dl). To address the bg level, the customer delivered a manual injection, stopped using the pump, and began using an alternate pump. Review of the pump data logbook showed the customer had multiple temporary rates set. During a follow-up call on (B)(6) 2016, the contact reported that the temporary rates were frequently set for the customer's swimming practice. The customer removes the pump for practice. The customer reported that bg level did not decrease even when the infusion site was changed, basal rate increased and insulin vials changed. The customer used an old pump to monitor bg level.